Manufacturer narrative:
Additional suspect medical device component involved in the event: model #: sc-2352-50, serial #: (B)(4), description: linear 3-4 lead, 50cm.

Event description:
A report was received that the patient's lead incision showed signs of infection. Symptom was purulent discharge. The physician did not believe that the infection was procedure or device related. The patient was given antibiotics but infection has not cleared. The patient will undergo an explant procedure for the leads.

Manufacturer narrative:
Additional information was received that the patient underwent an explant of the leads.

Event description:
A report was received that the patient's lead incision showed signs of infection. Symptom was purulent discharge. The physician did not believe that the infection was procedure or device related. The patient was given antibiotics but infection has not cleared. The patient will undergo an explant procedure for the leads.